Manufacturer narrative:
The reported events were low pacing lead impedance, failure to sense, and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. The lead was returned with the helix retracted and clogged with dried blood. X-ray examination found the inner coil at the connector region was over-torqued consistent with procedural damage. Upon cleaning and retesting the helix could be extended/retracted, and helix extension length met specification. The cause of helix mechanism issue was isolated to dried blood in the helix region and over-torqued of the inner coil. The reported events of low pacing lead impedance and failure to sense were not confirmed. Electrical testing was normal. X-ray inspection found no anomalies. Visual inspection found no anomalies on the lead body.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited failure to sense and low pacing impedance measurements. The helix was the ra lead had also failed to retract. The physician elected to replace the ra lead during procedure. The patient was in stable condition throughout.